Event description:
Customer reported experiencing high blood glucose of 468 mg/dl. Troubleshooting for the high blood glucose was not performed. Customer was attempting to order a new belt clip online and was unable to. No further information reported.

Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.